Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker was failing. The patient was planning with the physician to get a new implant soon. To date, the pacemaker remains in service. No adverse patient effects were reported.